Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25sep2018. (B)(4). The customer declined to repair the unit. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported no display of tidal volumes. There was no patient or user harm reported. The event date was not specified; estimate used.